Event description:
The customer reported the system had lost image in image directory. There is no report of patient injury or death.

Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. The reported issue is currently under investigation.